Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tube detached from the body and this issue occurred with two infusion sets. No further information available.